Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had possible early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4296-88, lead, implanted: (B)(6) 2011; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).